Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled and six scissored clips were fed and formed due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired one clip successfully then all of the other ten clips did not deploy successfully. They would not close down on tissue. There were no patient consequences. Case completed by using the same device until three clip deployed successfully.